Event description:
It was reported that during a low anterior resection the shears tissue grasper (white non active blade), melted and began to slide off metal. Case completed with another shears. No pt consequence.